Manufacturer narrative:
Corrected data: event occurred during testing. No patient involvement.

Event description:
Event occurred while testing. No patient involvement.

Event description:
It was reported the device gave an error code 1871 message. No adverse effects reported.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, error 1871 was found on startup. This error presented due to the motor being locked out. The motor will be replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.